Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2017, product type: extension.

Event description:
A manufacturer representative (rep) reported that the patient's right neurostimulator (ins) depleted quicker than normal. The patient was receiving therapeutic benefit, but had a short circuit on the right side. During the replacement surgery, the physician disconnected the lead/extension connection to determine if the lead or extension was damaged. The lead impedances were within a normal range. The physician explanted the extension and replaced the ins on the right side. An impedance check was performed after the replacement and impedances were within a normal range. Impedance values on the old system could not be obtained prior to explant because of the depleted status of the ins. No medical symptoms were reported. No further complications are anticipated. The patient was implanted for dystonia and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information received.